Manufacturer narrative:
(B)(4). This is an analysis for a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and slightly bleeding was noted on it. However, no malformed staples could be observed. Based on the video the event described of leak controllable is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Video was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested and the following was received: could you please provide more details how issue was addressed? No, unknown. Could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No, unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a total nephrectomy the first firing of the stapler across the artery, some of the staples were not completely closed and the staple line was leaking. Surgeon ran a second staple line and it looked fine but there was still some leaking in the center of the staple line. There is no additional information.